Event description:
Pt called lfs alleging that their test strips would not accept blood (fill the window). As a result of not accepting blood, the meter does not start the countdown. No adverse event or serious injury occurred. No medical care was received from a healthcare professional. No symptoms were reported. Customer service rep discussed product discontinuance.